Manufacturer narrative:
Getinge USA sales, llc (importer) is submitting this report on behalf of maquet critical care ab (manufacturer). Ref. Exemption #: e2018003. Getinge USA sales, llc. 45 barbour pond drive wayne, nj 07470. Contact person: (B)(4). Our field service engineer (fse) was on site and investigated the reported issue. The fse re-seated the o2 sensor and then performed preventive maintenance with full calibration, functional testing and safety check according to factory specifications. The ventilator passed all tests and cleared for clinical use. The low o2 concentration alarms in the logs are related to the hospitals' low gas supply pressure at the time. Therefore, the ventilator was not able to deliver the set oxygen concentration. The technical log does not contain any errors related to the issue.

Event description:
Importer ref. #: (B)(4). Manufacturer ref. #: (B)(4).

Manufacturer narrative:
Getinge USA sales, llc (importer) is submitting this report on behalf of maquet critical care ab (manufacturer). Ref. Exemption #: e2018003. Getinge USA sales, llc 45 barbour pond drive wayne, nj 07470. Contact person: (B)(4).

Event description:
It was reported that the ventilator generated alarms for low o2 concentration. Patient involvement is unknown. (B)(4).